Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
No products were returned for examination. The investigation was limited to the info provided and no conclusions could be drawn about the reported osteolysis and polyethylene wear without the products to examine. Provided info stated the products were not suspected of failing to meet specs or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.